Event description:
This has been going on for years. It was bad last night. This issues is all over the internet: resmed CPAP machine poor design where the humidity chamber is way too small. It runs out in the middle of the night and emits a plastic burning smell. Last night I woke up coughing bad this time. My supplier keeps telling me to clean the humidity chamber often. Yes, this helps, but this is a temp solution and not addressing the cause.